Event description:
Provider states seat makes an awful buzzing noise. Seat will move up and down freely without actuator attached. Nothing seems not to be binding. Only happens when get to half way point of tilt with weight in chair and gets louder the more you tilt back. This is a second actuator in two weeks. First replacement worked for a week or more. (B)(4).